Event description:
Reported due to potential for injury. On 2006, three days after a first intervention was closed with a starclose closure device, the physician utilized the perclose proglide suture-mediated closure device by the same puncture site and closed with the proglide. During a difficult extraction of the proglide, before the descent of the knot, the physician found a piece of the starclose attached to the foot of the proglide. The physician closed with an angioseal. It was reported the patient is well.